Event description:
It was reported that the patient had symptoms of fever, chills, hypotension, and shortness of breath. The patient was treated with IV fluids, IV antibiotics, and pressors. Mean arterial pressure (map) dropped to 30¿s to 40¿s and the patient required pressors for support. The arrhythmia was not sustained, it was corrected with antitachycardia pacing (atp). It was reported that did arrhythmia existed prior to vad. The patient has a history of non-sustained ventricular tachycardia (nsvt) and paroxysmal atrial fibrillation. The patient's ICD was implanted prior to vad andt upgraded to bi-v ICD on 16dec2020. The patient is currently receiving IV fluids, IV abx, and blood cultures. It was reported that the patient was admitted on (B)(6) 2021 and it was reported that the infection was device related. The patient had recurrent enterobacter cloacae bacteremia due to lvad infection. Failed po (post op) suppression with levaquin--now resistant to quinolones and many other abx. The patient is having ongoing chills while on IV abx, suspected for ongoing bacteremia. Blood cultures taken on (B)(6) 2021 were negative x 2. The patient transitioned to po bactrim. The plan for the patient is IV abx through (B)(6) 2021, then switch to po suppression.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the patient¿s reported sepsis could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported cardiac arrhythmias and hypotension could not be conclusively determined through this evaluation. The controller event log file contained data on (B)(6) 2021 from 9:05:16 to 14:18:17. The log file appeared to capture the pump operating as intended at the set speed. The account reported that the patient was admitted for sepsis and runs of ventricular tachycardia (vt). The patient was treated with intravenous (IV) fluids, IV antibiotics, and vasopressors for decreased mean arterial pressures. The patient¿s vt was corrected with anti-tachycardia pacing (atp). Of note, the patient was upgraded to a bi-ventricular implantable cardioverter defibrillator (ICD) on (B)(6) 2020 due to a history of non-sustained ventricular tachycardia and paroxysmal atrial fibrillation. The patient reportedly had ongoing bacteremia; however, blood cultures on (B)(6) 2021 were negative. The patient was continued on medications and remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. The heartmate 3 lvas IFU, rev. C is currently available. Sepsis, and cardiac arrhythmia are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." Heartmate 3 lvas patient handbook, rev. C is also currently available. This handbook contains information about caring for the driveline and preventing infection. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 22feb2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for sepsis and runs of ventricular tachycardia (vt). A log file review was requested. During the analysis of the event log technical services observed 128 pi events occurring (B)(6) 2021 9:05:16 am - 2:18:15 pm. All pi events will cause the hm3 vad speed to drop to its low speed limit, which is currently set at 5500 rpm. There were no other unusual events seen within the log files. The mcs equipment is operating as expected.